Event description:
Covidien received info stating that an 840 ventilator had a damaged oxygen (o2) sensor. The ventilator was not in use on a pt at the time the malfunction occurred. The malfunction was found during the inspection of the device. The evaluation and repair of the device is still in process.

Manufacturer narrative:
(B)(4).